Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the instrument fractured. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported instrument was returned for further evaluation. Upon evaluation, it was noticed that the returned driver had fractured at the tip with no other visible damage complaint sample was evaluated and the reported event was confirmed. A review of the device history records identified no related deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.